Event description:
During a ptca/stenting treatment procedure involving a calcified and 90% stenotic lesion in the middle portion of the lad coronary artery, the quantum maverick monorail balloon was used to post-dilate a newly implanted nir 15/3.0 mm stent, but lost pressure at 18 atmospheres on the initial inflation. The patient was asymptomatic during this event. The quantum maverick monorail balloon was removed and replaced with a powersail 12/3.0 mm catheter to successfully complete the procedure. A 7fr medikit introducer sheath, a balance guidewire (size unknown), a 7fr britetip jl4sh guide catheter and an everest inflation device were also used in this case. Patient status is reported as 'good'.